Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter was received for evaluation. Gross, microscopic visual, tactile and functional testing were performed. The port body was patent to both infusion and aspiration without issue. Therefore, the investigation is inconclusive for the reported swelling issue as no objective evidence was provided for review. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nine months and four days post a port placement via the left upper arm, when the patient was flushed with saline before chemo, swelling was allegedly observed two to three centimeters centrally from the subcutaneous pocket. It was further reported that after removal of the catheter, the huber needle was punctured and flushed, but no leakage could be confirmed. Reportedly, both the port body and the catheter were removed. There was no reported patient injury.

Event description:
It was reported that nine months and four days post a port placement via the left upper arm, when the patient was flushed with saline before chemo, swelling was allegedly observed two to three centimeters centrally from the subcutaneous pocket. It was further reported that after removal of the catheter, the huber needle was punctured and flushed, but no leakage could be confirmed. Reportedly, both the port body and the catheter were removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.